Event description:
It was reported that during a menisectomy the quantum 2 surgery system had a break of the power connection to the foot pedal. The event allegedly led to about a 45-minute surgical delay. The procedure was completed using competitors devices. No patient complications were reported as a result of this event.

Manufacturer narrative:
Additional manufacturer narrative: this event occurred outside of the u.s., due to international privacy laws, the patient information was not provided.